Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment; it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead explant was attempted due to fracture and noise resulting in inappropriate shock, but the rv atrial bipole and rv coil remain implanted due to during traction at site of significant adhesion, lead broke at level of atrial bipole and was abandoned. An s-ICD system was implanted. Should additional information be received, this file will be updated.